Manufacturer narrative:
The device was not returned for evaluation, complaint could not be confirmed.

Event description:
On (B)(6) 2016 patient underwent a stand alone convergent procedure. Post-op 2-3 weeks later complained of chest pain and shortness of breath. Surgeon had to drain a pericardial effusion. On follow-up, it was noted patient had fully recovered and doing fine.